Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer stated that some alarms were not visible or audible on this cns device. When nk tech support spoke with customer biomed, it was stated that the bedside was alarming as expected. When biomed looked in the alarm history of the cns, it was observed that alarms were being recorded as intended and that alarms were being silenced manually. Customer also stated there were two communication loss events between bedside monitor and cns device in the previous two hours. Customer biomed did not observe the communication loss issue when he was on site. No additional information was provided for the communication loss incidents. Service requested: troubleshooting of the alarm issue. Service performed: nk tech support assisted customer in troubleshooting the event. It was observed that alarms were functioning as intended and that they were manually silenced. Investigation summary: the root cause of the reported incident was due to user error. There have been 3 other incidents of alarm being manually silenced. The occurrence rate is 0.2% and the risk to patient harm is rated at low. Further action is not warranted at this time.

Event description:
The customer reported that the central nurse's station (cns) alarms were not visible or audible for one particular bedside monitor (bsm) in the intensive care unit.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) alarms were not visible or audible for one particular bedside monitor (bsm) in the intensive care unit. The cns history displayed 1-2 seconds of communication loss with the single bsm twice within two hours. The customer confirmed that other bsm(s) were properly alarming on the cns. Nihon kohden technical support (nk ts) observed that the alarms were being recorded for the bsm in question within the cns event records, and that the alarms on the cns were silenced manually. The issue with the alarms was due to user error. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following device was used in conjunction with the cns. Bedside monitor model #: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) alarms were not visible or audible for one particular bedside monitor (bsm) in the intensive care unit.